Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Isi has requested the return of the stapler reloads and instrument for failure analysis. However, as of the date of this report, isi has not received the products for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the stapler logs for the sureform 60 stapler instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show the sureform 60 stapler instrument was installed 5 times on universal surgical manipulator (usm) #4 and fired 5 reloads (all blue). On the 1st install, there were 2 incomplete clamps out of 3 clamp attempts. The incomplete clamps failed at ~54% and ~64%, respectively. The 3rd clamp was successful, and the reload was fired with 1 pause for compression. There were no more incomplete clamps, no incomplete unclamps, and no firing failures by this instrument. The 2nd, 3rd, and 5th firings were completed with no pauses for compression, and the 4th firing was complete with 1 pause for compression. There were no stapler related errors in the logs for this procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that during a low anterior resection (lar) procedure, the sureform 60 stapler instrument, loaded with a blue sureform 60 stapler reload, did not staple on both sides of the target tissue during the firing sequence. The staples were fired successfully on one side of the anastomosis, and the tissue was cut as intended; however, on the other side, no staples were fired, and the tissue was pushed out. As a result, the surgeon hand-sutured the open tissue. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the sureform 60 stapler instrument, loaded with a blue sureform 60 reload, only stapled successfully on one side of the anastomosis. On the other side, the stapler cut the tissue, but the staples did not fire. Rather, the tissue was pushed out of the stapler. After the stapling issue occurred, the surgeon attempted to hand-suture the anastomosis. The procedure outcome is unknown. Intuitive surgical, inc, (isi) made several follow-up attempts to obtain additional information; however, at the time of this report, no additional information has been received.